Event description:
The device was returned as it was reported that the pump displayed error code b2071452-travel course error during testing. The results of the investigation confirmed the reported error. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation and alarm history review confirmed logs for a ¿travel coarse error.¿ service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection identified worn clutch assembly components and internal cracks in the plunger cases. Functional testing confirmed the complaint during the motor drive and occlusion operation test, which initially failed but passed after repair. The probable cause was determined to be worn clutch assembly components. The components were replaced to fix the issue.